Manufacturer narrative:
(B)(4).

Event description:
Patient mom contacted dexcom on 11/24/2014 to report transmitter failed error on (B)(6) 2014. The patient mom did not report any injury or medical intervention.